Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer was instructed to prime the tubing to address the issue. There was no adverse impact to customer's blood glucose level.